Event description:
It was reported that the needle did not fully retract. Customer safetied needle for the iagbc 20g 1.0" and the needle did not fully retract. The rn went to place the piv into the sharps bin and stuck her right index finger.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.